Event description:
It was reported that during an unk procedure, after using the device for about one hour, it did not work any more. During the cleaning of the device, the tip of the shear broke off. No pt consequences were reported.

Manufacturer narrative:
(B)(4). The actual sample cassette was received in reference to the system error 2240 alarm. The cassette was visually inspected with solution in the cassette noted. The cassette was then placed in a machine for priming and run with no alarms noted. No visual abnormalities were noted during visual inspection. The report was not confirmed in the lab. The batch review was not performed because the lot number is unknown. The root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error 2240 alarm that occurred on the homechoice unit during initial drain. The hp stated there were no leaks or problems detected with the setup. The technical service representative instructed the hp to cycle power to restart the setup with all new supplies. On (B)(4) 2010 product surveillance spoke with the hp who stated he has no further detail regarding this report. The hp confirmed no infection or adverse event resulted from this incident. No further information is available.

Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when further information become available.